Manufacturer narrative:
Based on the initial analysis, due to high mard for 2 weeks (at the time), it was suggested to issue an RMA and it was requested to follow-up with the user if there was any trauma to the insertion site and the following response was received - "user confirms that nothing is unusual about the insertion site but that he did have an incident that could've impacted the insertion site. User details that he had skin redness and itchiness (case # (B)(4) created) but that is all he can remember.". The RMA was authorized but not received and therefore no further investigation could be performed at this time. H3. Device evaluated by manufacturer? No, not returned to the manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.